Event description:
This report summarizes 4 malfunction events, where it was reported the devices could no longer facilitate proper cot operations. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The final pending investigation was completed and the reported issue was confirmed via analysis of data provided by the user.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices could no longer facilitate proper cot operations. There was no patient involvement.